Manufacturer narrative:
The insulin pump was received with no button response and alarmed button error due to corroded keypad traces. However, the keypad traces was cleaned and used a test keypad overlay with keypad dome switches and the pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The insulin pump had cracked case at the display window corner, broken reservoir tube lip, minor scratched lcd window, cracked reservoir tube, broken belt clip slot and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's nurse reported via phone call of customer's hospitalization for high blood glucose levels. The customer's blood glucose level at the time of incident was 453mg/dl. The customer's most current level was 453mg/dl. The nurse states the customer's pump had button error. The customer declined to conduct troubleshoot. The customer is still hospitalized. The customer was advised the pump would need to be replaced due to the button error alarm.